Manufacturer narrative:
The events occurred over the last "few months" from the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of sterile repeater pump tube sets were leaking during use. The leaks were observed from either the rubber piece (that goes through the pump) that connects to the blue plastic piece or from a slit in the rubber piece or from the tubing that connects to the spike being large resulting in the spike falling out (not further specified). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 15, 2019 to october 16, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.